Manufacturer narrative:
It was reported that the patient was revised approximately 2 years after primary surgery due to pain, difficulty walking, numbness, and swelling. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. No trend was identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed and showed that the product combination was approved by zimmer. Conclusion summary: pain cannot be related to a single specific failure mode. Therefore, based on the given information, a root cause analysis was not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a cls spotorno stem on (B)(6) 2010 and underwent a revision surgery on (B)(6) 2012 due to pain, difficulty in walking, numbness and swelling. This is a split case with zimmer inc. (B)(4), reference number (B)(4).

Manufacturer narrative:
Additional device information was received on june 24, 2016 and added to the case. As the lot number was received for the device, the device history record were reviewed and found to be conforming the manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a cls® spotorno®, stem, 135°, uncemented, 9.0, taper 12/14 on (B)(6) 2010 and underwent a revision surgery on (B)(6) 2012 due to pain, difficulty in walking, numbness and swelling. Note: this is a split case with zimmer inc. (B)(4), reference number (B)(4).